Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced vomiting, and the cgm reading was 60 mg/dl. The patient felt hyperglycemic but no fingerstick was taken. The patient called the emergencies and was brought to the hospital. The patient could not remember the fingerstick taken by the paramedics, but the patient lost consciousness on the way to the hospital. The patient was treated with intravenous insulin and regained consciousness after an hour. When a fingerstick was taken at the hospital the blood glucose reading was 1080 mg/dl. Bloodwork confirmed the patient experienced diabetic ketoacidosis. The patient was discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.